Event description:
The customer reported a tube output error. The system was down and unusable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The physicist found no/low radiation from the system. He was unable to get a fluoroscopic picture. On first boot by the ge service rep, the system performed file check error (improper shut down notice). After completion, he rebooted system and was able to complete all physicist processes with him. Physicist passed system and system returned to service. System functioning as intended.